Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered multiple errors on the system. There was no report of patient involvement or reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient was not in room when issue occurred. The fse replaced the parts and procedures were continued

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the remote arm controller boards (rac) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rac was analyzed and on artemis, error 30 was found indicating that the fault occurred in the field. Visual inspection, no issue was found related to the reported issue. The rac was installed on the golden system where the component functioned as expected. The master tool manipulators (mtm) was driven manually, the rac functioned as expected and smoothly. The system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were investigated, but no errors could be found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.